Manufacturer narrative:
Date rec¿d by MFR : 15may2019, date of report : 26sep2019. The service technician replaced the power switch overlay to address the faulty led issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had a faulty led indicator. The customer reported there was no patient involvement. Event date not specified, estimate used.